Event description:
It was reported by the rep that during a laparoscopic cholecystectomy the clips were closing properly at the distal tip. Endoloops were used to complete the case. There was no pt consequence.